Manufacturer narrative:
On september 4, 2020, mentor became of the following additional info: (1) the patient noticed the deflation happened over time and it was a slow decrease in the past year; there is no specific date, (2) patient have not decided on date of explantation but their surgeon deflated the contralateral side in the meantime on (B)(6) 2020, to regain symmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350 cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The patient noticed that the right breast was smaller than the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.